Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported by our edwards affiliate in thailand, during a transfemoral tavr procedure, following the smooth insertion of a 14fr esheath, a 20mm sapien 3 valve and delivery system were introduced. Some difficulties were encountered during the advancement of the valve and delivery system through the sheath 5cm to 6cm from the middle of the femoral head. The valve was positioned and deployed where intended with good results. Following the removal of the devices, peripheral angiogram showed a right external iliac artery (reia) perforation. The vessel was ballooned, and a stent graft was placed. Final angiogram revealed good peripheral blood flow. At the time of the report, the patient was recovered and doing well. The valve remains implanted in the patient. It was perceived that borderline access vessels and the patient's frailty may have contributed to the event.

Manufacturer narrative:
The edwards esheath was not returned to edwards lifesciences for evaluation. Without the device, visual inspection, functional testing and dimensional analysis could not be performed. Review of the provided 3mensio report revealed the access vessels were undersized, minimum luminal diameter (mdl) ranging from 4.2mm to 5.3mm (14fr esheath is indicated for an mld of 5.5mm). Calcification and tortuosity were also present along the access vessel. Device history review (DHR) review was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. In this case, the complaint for 'resistance between system components - difficulty advancing through sheath' was not able to be confirmed due to no imagery/device provided. Furthermore, an existing technical summary written by edwards lifesciences has been documented for root cause analysis on sheath shaft resistance with delivery system complaints. A detailed root cause analysis for similar returned sheath shaft resistance with delivery system complaints has been conducted and summarized in the technical summary. The technical summary provides details of contributing factors for increased resistance during insertion and advancement of the delivery system through the sheath. The following vessel characteristics and procedural factors were identified as the root causes for encountering increased resistance: - tortuous vessels can create sub-optimal angles that can lead to non-axial alignment in the advancement of the delivery system. The imagery review shows tortuous anatomy. - calcification can reduce the vessel diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. The imagery review shows calcified access vessel but none near the reported location of the experienced resistance. - undersized vessels can create a restricted pathway or constrained condition resulting in difficulty during sheath expansion, thereby increased resistance. The imagery review shows undersized vessel measurements throughout the access vessel, ranging from 4.2 to 5.3 mm. The minimum lumen diameter indicated for 14f sheath is 5.5 mm. - steep insertion angle can result in non-coaxial alignment between the delivery system and sheath, which may lead to resistance during advancement. The insertion angle was not provided. The technical summary also outlines the extensive manufacturing mitigations in-place to detect a defect or nonconformance associated with an esheath resistance with delivery system. There are several 100% in-process inspections (visual) performed in manufacturing process and product verification testing (functional and visual) on a sampling plan basis performed prior to lot release. These inspections and testing support that it is unlikely that a manufacturing non-conformance contributed to the complaint. Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures are known potential risks or adverse events associated with the overall thv procedure and may require intervention. According to the literature review, and as documented in a technical summary written by edwards lifesciences, vascular complications are a well-recognized complication of the transfemoral thv procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications, and has found that the root cause is typically related to a combination of vessel size, tortuosity, and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent the transfemoral passage of the devices. The IFU contraindicates patients with ilia-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The minimum required vessel diameter for a 14fr esheath is 5.5mm. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Per the instructions for use (IFU), iliac artery perforation is a potential adverse event associated with the transcatheter valve replacement (tvr) procedure and the use of the edwards thv devices. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest patient factors (undersized vessels, calcification, tortuosity) may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.